Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a sapien 3 tf case in the aortic position the valve was successfully positioned in the aortic position, but while retracting the pusher, the valve moved aortic. The decision was made to implant the valve. Rapid pacing started and deployment was initiated. The balloon only inflated at the distal end and pushed the system aortic. The valve was only inflated at the distal part. The balloon was then rapidly deflated in order to reposition the balloon, but this was not possible. The balloon catheter could not be moved forward. It seemed as if the balloon catheter and flex shaft were stuck together. The implanting physician advised that the locking mechanism could be unlocked. As the balloon could not be repositioned, everything was left as it was and the patient was converted to open heart surgery. The operation went well and the patient is recovering well.

Manufacturer narrative:
Investigation of the valve movement on balloon event prompted additional corrective actions. A CAPA was initiated to document the investigation and drive corrective/preventative action as appropriate. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. However per management discretion, a pra was initiated to address the risks associated with valve movement on balloon.

Manufacturer narrative:
A review of imagery provided does not show the actual movement of the valve upon the flex tip retraction however the valve is shown to be not between the valve alignment markers. The valve is proximal to the markers, as described in the event description, confirming the complaint for ¿delivery system ¿ valve movement on balloon¿. The balloon shaft was able to be advanced within the flex shaft when the balloon lock was not engaged. Prior to decontamination of the device, there was some slight resistance felt while advancing the balloon catheter; engineering noted that this was likely due to blood inside the device. When the test was repeated following decontamination, there was no resistance felt. When the balloon lock was engaged, the balloon shaft did not move. The balloon shaft could be pulled to the warning marker without issue. The balloon shaft, flex shaft, and locking mechanism were verified to be fully functional. The device was unable to be successfully de-aired. Two pinhole leaks were found on the inflation balloon, inhibiting de-airing. In order to successfully deliver a crimped valve and position it in the annulus, the balloon catheter must be able to advance from the flex catheter when the balloon lock is unlocked. The balloon push out force for this device was measured and was within specification. Balloon double wall thickness measurements were taken at locations both proximal and distal to each pinhole. Balloon walls that are too thin can cause the balloon to be more susceptible to damage and holes, and may be indicative of a manufacturing nonconformance. The double wall thickness measurements of the inflation balloon were all within specification. Because the imagery returned from the case is consistent with the complaint description, the complaint for ¿delivery system ¿ valve movement on balloon¿ was confirmed. No manufacturing non-conformities were identified on the returned device, and a review of the complaint history, lot history, DHR, and manufacturing mitigations also did not reveal any manufacturing nonconformance which could have contributed to the complaint event. Further, no IFU/training deficiencies were identified. If compression and diving are not corrected, tension can build in the distal end of the flex catheter. During visual observation of the returned device, gouging was noted on the flex tip and compression was observed on the distal end of the flex shaft, near the flex tip. These observations suggest that the system may have been under tension. When the flex tip is pulled back, the valve may move proximally as this tension is released. Compression and diving often occur when the valve is aligned in a non-straight section of the aorta. Other potential factors contributing to valve movement on balloon may include residual fluid left in balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore displacing the valve proximally once the flex tip is retracted to the triple marker band (and no longer in contact with the valve). Additionally, incomplete valve alignment/fine adjustment of the valve on the balloon while in the straight section of the aorta would result in the valve appearing to not be properly aligned once changing views to visualize the native annulus. Using a non-perpendicular viewing angle while performing the valve alignment would be the most likely contributing factor to this scenario. Also, the balloon shaft not being fully locked after valve alignment/fine adjust can cause the valve shift during navigation and crossing of the catheter to aortic root. A definitive root cause is unable to be determined at this time; however, procedural factors likely contributed to the complaint event. Although the occurrence rate exceeds the complaint trending control limits for july 2017, a review of complaints and available information in section 6 ¿complaint history review¿ revealed that no product non-conformances or IFU / training deficiencies were identified at this time. Therefore, a product risk assessment (pra) escalation is not required. The complaint for ¿delivery system ¿ balloon shaft resistance with flex shaft¿ was not confirmed. Functional testing of the device indicated that the balloon shaft could move freely within the flex shaft, and that it was only able to be moved when the balloon lock was not engaged. Additionally, the push out force of the balloon shaft was measured to be within specification. No manufacturing non-conformities were identified, and a review of the complaint history, lot history, DHR, and manufacturing mitigations also did not reveal any manufacturing nonconformance that could have contributed to the complaint event. Further, a review of the IFU and training materials revealed no deficiencies. There was no difficulty reported pulling back the flex catheter after the valve has been positioned in the annulus, which indicates that the flex catheter could be freely moved ¿backwards¿ relative to the balloon catheter. This further indicates that, at this point in the procedure, it was possible to move the balloon catheter ¿forward¿ relative to the flex catheter. Thus, there was no resistance between the balloon and flex catheters early on in the procedure, and engineering showed that there was also none following the procedure, during functional testing. Thus the complaint is not confirmed. It is possible that the balloon catheter with the partially expanded valve became stuck due to patient anatomy at this point in the procedure. If the balloon catheter was stuck on anatomy (e.g. A piece of calcification) and could not be freely advanced, it could appear as though there were resistance between the balloon and flex catheters. Thus it is likely procedural or patient factors that contributed to the complaint event. Additionally, since a product non-conformance was not identified and the reported failure modes do not exceed the complaint trending control limits, a product risk assessment (pra) is not required. ¿balloon ¿ leakage¿ was confirmed based on visual inspection of the returned device, but no manufacturing non-conformities were identified. A review of the complaint history, lot history, DHR, and manufacturing mitigations also did not reveal any manufacturing nonconformance that could have contributed to the complaint event. Further, a review of the IFU and training materials revealed no deficiencies. Review of complaint history revealed that certain patient factors (calcification) and procedural factors (device damage during insertion or valve alignment) can contribute to pinhole leaks forming on the inflation balloon. The device in this case was able to be de-aired successfully, indicating that the pinholes were not present during device prep. The pinholes therefore formed during the procedure, and were likely caused by patient/procedural factors. The gouging on the flex tip indicates that there may have been difficulty with valve alignment. If there are high valve alignment forces and the valve ¿dives¿ into the flex tip, or if the alignment is not performed in a straight section of the aorta, the struts of the valve can dig into the inflation balloon. This can weaken or tear the balloon, causing pinhole leaks like the ones observed on this device. Further, no patient calcification information was provided, but if calcification were present it could have contributed to the leaks by weakening or tearing the inflation balloon during insertion or inflation. Although a definitive root cause in unable to be determined at this time, the complaint event was likely caused by patient/procedural factors. Since a product non-conformance was not identified and the reported failure modes do not exceed the complaint trending control limits, a product risk assessment (pra) is not required.

Manufacturer narrative:
Based on holes discovered in the returned delivery system balloon. The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed that the valve was partially crimped in a conical shape. The inflow portion of the valve was more expanded than the outflow portion. The delivery system balloon appears to be deflated. The I/c bond is intact. Minor gouges are seen on the flex tip. Two pinhole leaks were observed, orthogonal to each other, on the proximal end of the working length of the inflation balloon. Compression was observed near the flex tip. Investigation of this event is ongoing.